Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with and without the sound processor. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 11, 2024.